Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer resolved the issue after correcting the serial digital interface connections on the monitor. Several attempts to obtain additional information were made however a response was not received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center image on second monitor did not appear. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   New information added to the following fields: h6. Based on the investigation results, the cause of the phenomenon could not be conclusively determined. However, it is presumed that the event was caused by an improper setting of the monitor being used. Olympus will continue to monitor field performance for this device.